Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 14-jun-2021 for a "no video image" that occurred in the united states involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The loaner colonoscope was received by pentax medical for evaluation on 28-jun-2021. The colonoscope was inspected by pentax medical service under service order 6177045 and the technician documented the following inspection findings on 30-jun-2021: image distorted, passed wet leak test, passed dry leak test. Although the loss of image was not duplicated, the colonoscope underwent repairs for image distorted including the following components: electrical connector assy, pcb for ccd drive pb-free. Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 30-sep-2015. The endoscope is pending repair and approval by final qc as of 21-jul-2021. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.